Event description:
Technical services received a call on 9/27/11. Caller stated patient is in chronic atrial fibrillation. Rv lead is programmed to pace unipolar and sense bipolar. Pacing threshold is good. N/r reading for rv impedance in bipolar configuration but can get it in unipolar - 620 ohms unipolar. Technical services asked if any noise could be produced in a bipolar configuration and caller states not willing to check since patient is dependent. Technical services states to fully check lead during device replacement to check it's integrity. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).